Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Incoming technical support call. According to the reporter, all the device's front panel controls, except for the print button, are inoperative. The customer accepted an offer of service from physio-control subsequent to an estimate of repairs.